Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros digoxin (dgxn) results were obtained from a non-vitros biorad quality control processed using vitros chemistry products dgxn slides lot 1935-0272-7462 on a vitros 5600 integrated system. Biorad lot 85350 level 3 results of 1.97, 1.42, 1.41, 1.91, 1.92, 1.95, 2.01, 1.98, 1.86, 2.01, 1.64, 2.01, 1.92, 2.00, 1.52, 1.58 and 1.80 nmol/l vs. The expected result of 2.688 nmol/l biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected results were from a non-patient quality control fluid and were not reported outside of the laboratory. There have been no reported allegations of patient harm as a result of this event. This report is number three of seventeen mdrs for this event. Seventeen 3500a forms are being submitted for this event as seventeen devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment(B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros digoxin (dgxn) results were obtained from a non-vitros biorad quality control processed using vitros chemistry products dgxn slides lot 1935-0272-7462 on a vitros 5600 integrated system. The investigation could not determine an assignable cause of the lower than expected qc results. An issue related to the biorad level 3 control fluid could not be confirmed or ruled out as a contributor of the lower than expected results as no information was provided about the customer's protocol regarding the biorad control fluids or how many vials were used during the timeframe of the event. Based on historical quality control results using all three levels of the biorad controls, an issue related to vitros dgxn slides lot 1935-0272-7462 could not be ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros dgxn lot 1935-0272-7462. Vitros crbm diagnostic precision testing as well as vitros dgxn within run precision testing results processed on the vitros 5600 integrated system were within ortho acceptable guidelines. However, as no known precision testing was performed around the initial timeframe of the event, an instrument related issue cannot be entirely ruled out as a contributing factor of the event.